Event description:
It was reported that the asymptomatic patient presented in the emergency room after receiving a vibratory alert. The device was post-paced t-wave oversensing on the ventricular channel, which was noted on a stored egm. The device was reprogrammed.